Event description:
An ophthalmologist reports that in 2002 patients received this intraocular gas. Dissipation of the gas bubble occurred within two days. As a result the patients underwent additional surgical procedures (cryo and laser) with good outcome. Additional information has been requested.

Event description:
The surgeon provided additionally info. A patient had an unventful pneumatic retinopexy o.d. Using 0.6 cc's gas injected intravitreally via superonasal pars plana. On the 1st postop day, a single large gas bubble was noted in teh vitreous cavity, having doubled it original injection size as would be expected. On postop day #2, the bubble appeared to have diminished slightly in volume, and by postop day #4, the bubble had diminished to <50% of the size observed on postop day #2, the surgeon reports that another patient had the same experience 9 weeks earlier. However no patient or event details were provided for this event. In both case, the retinas had completely reattached with closure of the responsible retinal breaks by postop day #2, thereby resulting in no adverse effects with regard to surgical outcome and no medical/surgical intervention was necessary.